Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this patient cardiac resynchronization therapy defibrillator (crt-d) had an infection with sepsis. In addition, pocket device eroded in which the device and leads exposed to post hematoma. This crt-d device was explanted. No additional adverse patient effects were reported.